Event description:
Nurse was preparing to remove patient from ki solstice recliner chair and when she went to lock the wheels so the chair would not move, she sustained a laceration on her left leg (calf) from the lower hook of the lumex IV pole attached to the chair. Upon review, it was discovered that the lower hook had a knife-edge and metal "barb" sticking out as it had not been properly ground off at the factory. The laceration bled profusely and the nurse was treated for it but it did not require sutures. The location of the hook, along with the fact it has sharp edges contributed to this event. The manufacturer of the IV pole needs to be more attentive to the design and finishing of the hook to avoid additional injuries to patients, visitors and staff. The chair manufacturer quality control group needs to ensure that the IV pole meets all their specifications and doesn't pose hazards to potential users. Product: ki solstice recliner chair - ki, (B)(4). The lumex IV pole was attached to this manufacturer's chair.